Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the atrial lead exhibited noise leading to auto mode switch episodes. The patient was asymptomatic. The noise was reproducible in clinic. Lead noise was noted due to lead integrity issue. Programming changes were discussed.

Event description:
New information states that the patient will continue to be monitored.